Manufacturer narrative:
No patient information available after requests for information (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board and batteries were replaced to resolve the issue.

Event description:
The hospital reported the unit stopped ventilating without alarm while running on battery power during transport of a patient. There was no report of patient injury.